Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable and wall adapter and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Caller tried leaving wall adapter plugged into a working outlet for an extended time and eventually got pump to charge using different charging supplies, pump did not shut down or lose power, caller was advised that non-tandem charging cables were not recommended, and technical support arranged shipment of replacement tandem charging cable with no further assistance required.